Event description:
The device is a part of a recall population and was found to be failing self test.

Manufacturer narrative:
(B)(4). Method: device internal memory was reviewed. Conclusions: the failure was found to be caused by an unrelated component to the recalled component.